Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature that displayed while using the extension cord of the temperature sensing catheter was not stable and the display might or might not light up. Per follow up via ibc on 10feb2022, stated that it was unknown whether there were any power issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature that displayed while using the extension cord of the temperature sensing catheter was not stable and the display might or might not light up. Per follow up via ibc on 10feb2022, stated that it was unknown whether there were any power issues.

Event description:
It was reported that the temperature displayed while using the extension cord of the temperature sensing catheter was not stable and the display might or might not light up. Per follow up via ibc on 10feb2022, stated that it was unknown whether there were any power issues.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. A photo sample was also returned. No damage to the cord was noted. Unable to determine an erratic display issue from the photo sample. The physical sample was evaluated. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath the cord was then attached to a kilo device. The temperature displayed but was fluctuating between 30 and 37 degrees celsius. The sample meets the specification "plug and jack must be firmly secured to wire." Using a caliper the cable was measured and found to meet specification. A potential root cause for this failure is "input female connector wears out". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " for use with bard temperature-sensing products and accessories". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.